Event description:
A company employee was involved. Neither a pt (nor user facility employee) was involved.

Event description:
While performing service on the monitor bridge, a field engineer cut their hand on the metal edge of one of the rails. While using a wrench, their hand slipped and contacted an edge of the rail with enough force to cause a cut, requiring seven stitches to close.